Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they may need surgery regarding their ins being floppy in their pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the issue of the implant being floppy in the pocket was not yet resolved. The patient stated they needed surgical replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was receiving an MRI because the ins was ¿not in correctly¿ and ¿floppy like a glob of fat¿ which made it hard to connect. Because of this, the patient did not use the ins much. The patient indicated seeing full body eligibility for an MRI. No symptoms related to this issue were reported.

Event description:
Additional information was received from the consumer on 2017-02-09 reporting that the patient had charged the device to ¾ full but could not get it to full charge. This had started shortly after implant in 2016. The patient was not using the implant because it had become an issue and needed to be redone for the 4th time. The implant battery was not sitting in the pocket correctly. This had started a month after implant in 2016. The patient needed assistance during the call turning the implant off because they were having an unrelated surgery next week which would put them in a wheelchair for 6 weeks. The patient had talked with a manufacturer representative and it was suggested that the patient put the device in MRI mode. The patient was not having an MRI, just an unrelated surgery, and during the call the patient was able to turn the device off because the patient did not want to be bothered with the implant during the surgery. Additional information was received from the consumer on 2017-02-15 that the ins was floppy in the pocket and hard to recharge.

Event description:
Additional information was received. Patient reported their skin was really loose and moving all over and that the device was "floating" which made it difficult to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient shut their implantable neurostimulator (ins) off for surgery in (B)(6) 2017 and never turned the device back on or recharged it. The patient stated that their implant was ¿floppy¿ and wouldn't charge easily since they had it implanted in (B)(6) 2016. The patient mentioned that if they wear a certain blouse, they can see the ins through it. It was suggested that the patient follow up with their healthcare provider (hcp) to have their device checked as the ins hadn¿t been used or charged in about four months. No further complications were reported or anticipated.